Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the insulin pump alarmed compromised force sensor system and motor position encoder error. The customer's blood glucose level was 393 mg/dl at the time of the incident. The customer's father reported the alarm after the drive support cap became loose. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised forced sensor alarm due to detached end cap. Pump received with minor scratched lcd window, loose drive support disk, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.